Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer investigated the ventilator on site and replaced the dc/dc & standard connectors, pneumatic back-plane, monitoring and the expiratory channel connector printed circuit boards (pcb:s). After replacement the unit passed multiple pre-use checks and passed all functional, safety and electrical tests to factory specifications. Unit was cleared for clinical use and returned to customer. Simulated test use in a ventilator of the returned pcb:s, dc/dc & standard connectors, pneumatic back-plane and monitoring passed the performed pre-use check. No abnormal found during ventilation. During testing of the expiratory channel connector printed circuit board the reported power error could be reproduced, the alarm was activated at start up. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref. #: (B)(4).